Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided assistance to reset the pump and ensured that the customer understood the process. The malfunction did not recur after the reset, and the customer was advised to continue using the pump and to contact support again if any issues reappeared.